Manufacturer narrative:
Unit power up properly after battery installation. No critical pump error alarms noted. Unit passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. However, unit received with high sleep and active currents due to corrosion at the electronic assembly. The motor was found with traces of corrosion per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.